Event description:
The customer reported the reaction cuvettes overflowed when using the unicel dxc 800 synchron system. The customer stated approximately ten milliliters of fluid leaked from the cuvettes and the fluid was contained in the instrument. The customer was wearing personal protective equipment. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and observed the soak vacuum intermittently failing to aspirate, causing the cuvettes to overflow. The fse replaced the soak vacuum valve and wash/vacuum probes. The fse verified repairs by washing all cuvettes and performing a cuvette centering; no further leaking was observed. Identified failure mode: the failure mode is the wash station soak vacuum 2-way solenoid valve (p/n a15898). No erroneous results were generated or reported. A cuvette overflow can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).